Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during semi-annual pm that a red vertical line was observed on the upper display of the cardiosave intra-aortic balloon pump (iabp). No patient was involved.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b3.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d8. A getinge field service engineer (fse) reported that they replaced the lcd display. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number lcd display with a reported unit failure of a red vertical line on the display. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part lcd display into the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual. (B)(6) observed a red vertical line on the display on startup and in clinical mode. Please see attachment. (B)(6) confirmed the complaint of a red vertical line on the display. The display failed testing. Retaining the display in the fat dept. Per procedure. Per the cardiosave dfmea, the probable root cause of the failure is normal wear.

Event description:
N/a.

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code ). Updated field : b4 , g3 , g6 , h2 , h11. In the follow-up MDR, the event date was incorrectly entered. We are now reverting those fields to reflect the correct information.

Event description:
N/a.